Event description:
It was reported the physician was using a cook medical 18 gauge 71 cm transseptal needle without the included inner stylet and inserting it through the sjm dilator (without the sr0 sheath) to perform a transseptal puncture when the needle punctured the side of the dilator. The pt suffered a cardiac perforation during the procedure. It is unclear if the perforation was caused by the needle or by a second transseptal attempt. The needle was re shaped by the physician.

Manufacturer narrative:
We are in the process of investigating this event. A follow up report will be submitted once the investigation is complete.